Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, it was observed that the right atrial (ra) lead was capturing the right ventricle. The ra lead was revised and remains implanted, in-service. No patient complications have been reported as a result of this event.